Manufacturer narrative:
.

Event description:
The customer reported the battery is not charging when the device is plugged into ac power. No patient involvement reported.

Manufacturer narrative:
Become aware date 11/4/2016. The customer returned power management pcba was installed in an fi test ventilator and tested by repeatedly cycling through power-up and shut down in different configurations. The battery pv test (test #11) was performed and passed. No failures were found.